Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose clamp on the unit's main water supply piping had become loose over time, subsequently causing water to leak onto the floor. The technician replaced the clamp and hosing, ran a test cycle, and found the reliance eps to be operating according to specifications. The unit was manufactured in 2012 and no additional issues have been reported.

Event description:
The user facility reported water leaking from their reliance eps. Procedures were postponed due to the water damage in the operating room resulting from the water leak. No report of injury.